Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level ranged from 578 mg/dl to over 600 mg/dl. Reportedly, the customer resolved the elevated bg by administering a manual injection and delivering a correction bolus. The cause of the elevated bg was unknown.